Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported system error which was reproduced as system error 322. A review of the event history log identified multiple presence of system error 322. The reported condition was verified. The cause was determined to be out of adjustment link switches. The link switches were adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had unknown system error. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.